Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and autoimmune thyroiditis ("autoimmune disorder - hashimoto's thyroiditis/thyroid issues") in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included automobile accident, foot surgery in 2010, foot surgery in 2011, foot surgery in (B)(6) 2012 and tumor excision in (B)(6) 2016. Previously administered products included for an unreported indication: mirena iud from 2007 to (B)(6) 2012. Concurrent conditions included migraine since 2011. Concomitant products included botulinum toxin type a (botox) for migraine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("periods are not regular") and dyspareunia ("pain during intercourse"). In 2014, the patient experienced alopecia ("hair loss") and insomnia ("insomnia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("my migraines have become significantly worse"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced fibroma ("fibroid tumors on my uterus"). In december 2017, the patient experienced burning sensation ("several burning next to my incision") and procedural pain ("it hurt so bad I can't touch it"). On an unknown date, the patient experienced vitamin d deficiency ("vitamin d deficiency"), iron deficiency ("iron deficiency"), hypoaesthesia ("right side is stil numb") and pelvic discomfort ("left side is what is giving me so much discomfort"). The patient was treated with levothyroxine sodium (synthroid), escitalopram oxalate (lexapro), axotal (fioricet), cyclobenzaprine hydrochloride (flexeril), sumatriptan (imitrex), rizatriptan (maxalt), tizanidine, dozol (tylenol pm), diphenhydramine, combinations (advil pm), amitriptyline and surgery (total abdominal hysterectomy, bilateral salpingectomy, and removal of cyst on ovary). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved, the genital haemorrhage, menstruation irregular, fatigue, alopecia, fibroma, burning sensation, procedural pain, hypoaesthesia and pelvic discomfort outcome was unknown, the autoimmune thyroiditis, migraine, weight increased, insomnia, vitamin d deficiency and iron deficiency had not resolved and the depression was resolving. The reporter considered alopecia, autoimmune thyroiditis, burning sensation, depression, dyspareunia, fatigue, fibroma, genital haemorrhage, hypoaesthesia, insomnia, iron deficiency, menstruation irregular, migraine, pelvic discomfort, pelvic pain, procedural pain, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient was also treated with zquil and belsomra for insomnia. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history updated. Essure lot number, indication female sterilization and removal date added. Event injury was replaced with events alopecia, autoimmune thyroiditis, burning sensation, depression, discomfort, dyspareunia, fatigue, fibroma, genital haemorrhage, hypoaesthesia, insomnia, iron deficiency, menstruation irregular, migraine, pelvic pain, procedural pain, vitamin d deficiency, weight increased, device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and autoimmune thyroiditis ("autoimmune disorder - hashimoto's thyroiditis/ thyroid issues") in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included automobile accident, foot surgery in 2010, foot surgery in 2011, foot surgery in (B)(6) 2012 and tumor excision in (B)(6) 2016. Previously administered products included for an unreported indication: mirena iud from 2007 to (B)(6) 2012. Concurrent conditions included migraine since 2011. Concomitant products included botulinum toxin type a (botox) for migraine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("periods are not regular") and dyspareunia ("pain during intercourse"). In 2014, the patient experienced alopecia ("hair loss") and insomnia ("insomnia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("my migraines have become significantly worse"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine leiomyoma ("fibroid tumors on my uterus"). In (B)(6) 2017, the patient experienced incision site pain ("several burning next to my incision") and procedural pain ("it hurt so bad I can't touch it"). On an unknown date, the patient experienced vitamin d deficiency ("vitamin d deficiency"), iron deficiency ("iron deficiency"), hemianaesthesia ("right side is stil numb") and pelvic discomfort ("left side is what is giving me so much discomfort"). The patient was treated with levothyroxine sodium (synthroid), escitalopram oxalate (lexapro), axotal (fioricet), cyclobenzaprine hydrochloride (flexeril), sumatriptan (imitrex), rizatriptan (maxalt), tizanidine, dozol (tylenol pm), diphenhydramine, combinations (advil pm), amitriptyline and surgery (total abdominal hysterectomy, bilateral salpingectomy, and removal of cyst on ovary). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved, the genital haemorrhage, menstruation irregular, fatigue, alopecia, uterine leiomyoma, incision site pain, procedural pain, hemianaesthesia and pelvic discomfort outcome was unknown, the autoimmune thyroiditis, migraine, weight increased, insomnia, vitamin d deficiency and iron deficiency had not resolved and the depression was resolving. The reporter considered alopecia, autoimmune thyroiditis, depression, dyspareunia, fatigue, genital haemorrhage, hemianaesthesia, incision site pain, insomnia, iron deficiency, menstruation irregular, migraine, pelvic discomfort, pelvic pain, procedural pain, uterine leiomyoma, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient was also treated with zquil and belsomra for insomnia. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.